Manufacturer narrative:
Date received by manufacturer: 13oct2019. Date of report: 14oct2019. The gas delivery system (gds) was returned for failure analysis. The gds revealed no signs of damage or contamination. During testing, no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16july2019. A credit was issued to the customer for the gds assembly.

Event description:
It was reported that a gas delivery system (gds) received (out of the box) had a low oxygen delivery. There was no patient involvement.